Manufacturer narrative:
. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report from other facilities was found in the past. Cause of occurrence based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Countermeasure ashitaka factory has been making efforts to maintain the quality of the product by performing the following work and inspections. - before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly in appearance. - the outer diameter of product is controlled to confirm that there is no anomaly in it. - as a pre-shipment inspection, slidability test is performed on sampling basis for each lot. The IFU of the product includes the following warning: - if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of (B)(6) factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during a vascular surgery procedure, a crosstella balloon fractured (separated) from the shaft and had to be surgically removed. It was being used in conjunction with a glidewire advantage track .018 wire. The type of procedure performed was a peripheral artery revascularization. The reported event resulted in patient injury and/or required medical or surgical intervention. Additional information was received on 18jun2025: the patient is currently in the hospital.